Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had 2 high blood glucose (bg) levels (over 500 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. There were no pump notifications that indicated there was an issue that would have caused the high bg. The customer reverted to using a non-tandem pump to manage diabetes. As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.